Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events of kinked cannulas with three infusion sets and noticed symptoms within 3 hours of insertion. The site of insertion was thigh and was regularly rotated. Patient's blood glucose value due to issue was 27.7 mmol/l. The patient took a correction bolus via pump. Patient also replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.